Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinical stated that a lodi implant failed to osseointegrate. The clinician did not provide the following info: amount of torque used on abutment and implant, pt bone density, whether primary stability was achieved, and whether implant was immediately loaded. Failure to osseointegrate is a well-documented inherent risk of ental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause may be unk. The records management database indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required.

Event description:
Lodi implants (3) failed to osseointegrate.